Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to loosening.

Manufacturer narrative:
Concomitant medical product: tm shell porous with cluster holes, catalog #00620204822, lot 61545392. Trilogy 10 degree liner with elevated rim, catalog #00631004832, lot 61236582. Modular femoral neck with 12/14 neck taper, catalog #00784800200, lot 61566736. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A total of 4 medwatch reports were filed regarding this event: 1822565-2016-00291, 0001822565-2016-01461, 0001822565-2016-01466, 0002648920-2016-00837.

Event description:
The patient had subtle findings of poly wear induced synovitis with a small amount of debris just inside the confines of the left hip pseudocapsule. In addition, there were radiolucencies noted at zone 2 and zone 3 of the left acetabular shell with a small amount of anteversion. Operative notes stated revision surgery were performed without complication.